Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator replacement procedure. During the procedure on (B)(6) 2019, it was noted that the right ventricular lead had an insulation breach. The lead was capped and replaced. The patient did not experience any consequences.